Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Patient later reported "I had 3 surgeries "previous capsular contractures and the doctor never replaced, just kept replacing with the same implants" and "pain in breast". Patient later reported "malposition". Patient later reported rupture. Healthcare professional later reported rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp on anterior assessed as fold flaw opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Use error: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Patient later reported "I had 3 surgeries "previous capsular contractures and the doctor never replaced, just kept replacing with the same implants" and "pain in breast". Patient later reported "malposition". Patient later reported rupture. Healthcare professional later reported rupture. Patient undergone total capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 g1 g2.

Event description:
Patient later reported "I had 3 surgeries "previous capsular contractures and the doctor never replaced, just kept replacing with the same implants" deemed by allergan medical safety as use error and "pain in breast". Patient later reported "malposition".